Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be ischemic emboli related to multiple amputations. The cause of the peritonitis was unknown, but was believed to be related to the ischemic emboli, the amputation(s), and osteomyelitis. The patient was hospitalized on an unreported date for osteomyelitis and ischemic emboli causing lesions on the lower extremity and then developed peritonitis on an unknown date during the hospitalization. It was not reported if the patient was hospitalized at the time of death. Treatment for all events was declined by the patient. It was not reported if peritoneal dialysis therapy was being performed with a baxter device prior to death, but it was reported that peritoneal dialysis therapy was discontinued five days prior to death. Five days prior to passing away, the patient was placed in palliative care. The patient did not recover from the events prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. (B)(4). Additional information: on an unreported date during hospitalization, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.